Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the exact date of the incident is uncertain, but a patient who underwent gamma 4 surgery suffered a cervical fracture several months later. It is planned to replace it with an artificial bone head at a later date. Initially able to walk independently indoors, but began experiencing pain and now walks with a cane. The implant was removed on (B)(6) 2025."

Manufacturer narrative:
Correction: please refer to section h6 (health impact code). The device has not been returned. Post-operative x-ray images were received, confirming the lag screw cut-out. It must be noted, nonetheless, that the subsequent bone fracture is not visible on the images received. Based on investigation, the root cause was attributed to a patient related issue as a reminder, a cut out is due to a patient condition, and it is when the bone of the patient is not able to hold the femur neck in position over the implant structure. There were no indications of screw migration or of an medical related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the exact date of the incident is uncertain, but a patient who underwent gamma 4 surgery suffered a cervical fracture several months later. It is planned to replace it with an artificial bone head at a later date. Initially able to walk independently indoors but began experiencing pain and now walks with a cane. The implant was removed on (B)(6) 2025.".